Event description:
The manufacturer received a report that a trilogy evo ventilator displayed a "vent service" message. No patient injury or serious harm was reported. The ventilator was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed in full. The event log documented a power-source-failure alarm; no additional actionable error codes were identified. Functional checks indicated the need to verify the airflow system, including valves and hoses; however, no component replacements were reported. The internal and external batteries were assessed and did not require replacement. During evaluation, several conditions unrelated to the reported malfunction were noted: device connectors were in good condition; the device housing exhibited cosmetic scratches; and dirt and yellow discoloration were observed on the exterior surfaces. The customer complaint was confirmed. The device was scrapped.